Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. The device was examined visually. Contamination larger than the specification was found in the fluid path. The complaint was confirmed for this device. The root cause is attributed to the manufacturing process.

Event description:
The distributor reported that a foreign object was identified in the barrel of a non-sterile vacuum pressure syringe during their initial inspection of received product. The device was not sent to a user facility.